Manufacturer narrative:
Submit date: 11/03/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that during recertification, the flow sensor alarm did not go off when tested.